Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 6/28/2022, it was reported by a sales representative via email that an ar-3653tsp knotless fibertak anchor was inserted transtendon down at the guide from an ar-1941pk, transtendon percutaneous insertion kit, until the anchor reached the proper depth. The inserter and guide were removed by pulling straight back, there was no twisting of the inserter. Once the inserter was removed, it was noticed that the entire knotless mechanism, the passing stitch and the repair stitch, had completely severed from the anchor body that had been inserted. The tapes were intact. As a result of this, surgeon was not able to utilize the knotless mechanism from the other anchor, so it was removed. The tapes from each anchor were fixated into 4.75 swivelocks laterally in standard speedbridge fashion. This was discovered during a procedure on (B)(6) 2022.